Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received in a deployed state, which is aligned with the event description, along with the microcatheter. The stent delivery wire (sdw) and introducer sheath were not returned. During the visual inspection, the distal (open cell) end of the subject stent was found to be deployed within the lumen on the microcatheter and despite cutting the microcatheter, the subject stent was unable to be removed. Functional inspection was not performed due to the subject stent being returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' could not be replicated. However, the analysis results are consistent with the reported event. The subject stent failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the operator tried to deliver the subject stent into the microcatheter, the subject stent encountered resistance and felt stuck upon entry. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject stent was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis the subject stent was received in a deployed state, which is aligned with the event description, along with the microcatheter. The stent delivery wire (sdw) and introducer sheath were not returned. The distal (open cell) end of the subject stent was found to be deployed within the lumen on the microcatheter. The subject stent is recommended to be used with excelsior sl-10 and xt-17 microcatheters, as their internal hub dimensions precisely match the outer profile of the introducer sheath¿s distal tip. This would have resulted in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the subject stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred, the subject stent would begin to deploy in this gap and would experience resistance during any further attempts by the user to advance it. This is one possible explanation for the damage noted during analysis and the information provided in the event description. An assignable cause of procedural factors will be assigned to as reported as well as analyzed complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. This is 1 of 2 reports.

Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.